Event description:
The customer reported locating their AED that no one has been maintaining at their facility and found the original pads were expired for 8 years. Customer replaced pads and asked about AED lifespan. The reported event did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.